Event description:
It was reported by a nurse at the hospital that the patient has been developing bradycardia with increased severity since 2 weeks ago. Patient's bradycardia occurs everyday at night between 2 and 6 am and was severe for the past three days. With the device being disabled, the frequency of the bradycardia was reported to be reduced. Patient has no previously detected history of cardiac issues and is currently hospitalized. The patient was discharged and asked to follow up with the neurologist. Attempts to obtain additional relevant information have been unsuccessful to date.